Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the right ventricular lead exhibited noise via merlin.net transmission. The patient is pacer dependent. Lead replacement was discussed.

Event description:
New information states that the lead was explanted and replaced for lead noise and impedance abnormalities. The patient was discharged.